Event description:
The customer reported that the device gave a "service required" message during an op-check. The device was failing the charge portion of the op-check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device gave a "service required" message during an op-check. The device was failing the charge portion of the op-check. There was no patient involvement. The device was evaluated at philips. The reported symptom was reproduced. The therapy pca was replaced to resolve the issue.